Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to 42 mg/dl after experiencing a high of 233 mg/dl. The customer declined to be transferred to the helpline. The customer declined to return the insulin pump for analysis.